Manufacturer narrative:
(B)(4). Batch # t5d33j.   A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the anvil had a difficulty in being attached to the trocar during use. The purse-string suture was performed properly, and the position of the incorporation the tissue had no problem. There was no difficulty in the firing, and the device could be removed from the patient with no trouble. No leakage occurred. No additional treatment was required. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 01/15/2020. D4: batch # t5d33j. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.